Manufacturer narrative:
Additional repairs are not specifically labeled in the IFU. Limb separations are labeled in the IFU: (B)(4). The device remains implanted and images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device has the proper requirements, and that the device meets the needs of the user. In addition the instructions for use (IFU's) for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, patient sizing, proper amount of overlap between components, patient follow-up guidelines, etc. Limited information concerning the event was reported. Cook sales representative reported the patient's anatomy was tortuous. Without additional information or imaging we are unable to comment on the patient's suitability for evar or contributing factors. Imaging was requested but not provided. The IFU recommends a minimum of one stent overlap between the components. Angulation of the aortic neck, aneurysm, and iliac arteries is identified as a pre-implant determinant that may affect the device that is selected. Disconnect repaired with placement of additional iliac leg. We will notify the appropriate internal personnel of the event and continue to monitor similar complaints. The risk associated with the failure mode was evaluated and will remain at an acceptable level. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient, with a tortuous anatomy, underwent abdominal aortic aneurysm on (B)(6) 2009. The patient received a zenith flex aaa endovascular graft bifurcated main body and three zenith flex aaa endovascular graft iliac leg. The procedure was completed without reported incident. On (B)(6) 2010, the patient had need of an additional procedure to repair a zenith flex aaa endovascular graft iliac leg which had separated on the contralateral side of the zenith flex aaa endovascular graft bifurcated main body. The separation was treated with an additional zenith flex aaa endovascular graft iliac leg by forming a bridge.